Manufacturer narrative:
A getinge field service engineer (fse) were unable to confirm the reproducible of the optical sensor module failure. Fse confirmed the optical sensor failure in the error log, so replaced fiber optic assy and cleaned the internal circuit board. The equipment is in good condition.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected data: b5, e1 (site name), e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) optical sensor module failed when the optical sensor connector was plugged in and removed. The arterial pressure from the optical sensor is displayed, and there is no effect on treatment, so the treatment is continuing without replacing the device. There was no health hazards.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) optical sensor module failed when the optical sensor connector was plugged in and removed. The arterial pressure from the optical sensor is displayed, and there is no effect on treatment, so the treatment is continuing without replacing the device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.